Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was about a month ago the patient had a bad fall on their head and half their face was black and blue. Caller said, about 2 weeks later, the patient noticed a sudden loss of strength and they are wondering if the device is suppressing instead of helping them, if dbs is causing the decline. Caller said pt does not have tremors, therapy is not off but their knees are buckling. Caller said the patient is on hospice with end stage parkinsons and asked to have a manufacturer representative come to the nursing home to check the device. Reviewed the role of the representative and redirected to the doctor. Provided number for the doctor to use if they choose to page a rep. Reviewed the option to call back when caller is with pt for support to use the equipment to check pt's settings and check for adjustment options. The patient was redirected to their healthcare provider to further address the issue. During the call caller also mentioned they had used the equipment to test and it tested full but the pt had told them a few months ago when the pt used the equipment and it tested half but there was no further information provided around this statement.